Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, system was in clinical use when the issue was identified. A philips remote service engineer (rse) received a complaint indicating that exposure was not possible as image disk was full. As a troubleshooting action rse advised to do a warm restart and to perform re-create image store. To resolve the issue, customer re-created image store which completed successfully. The issue re-occurred, and it resolved by reselect disk full application. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform exposure.the device was in clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this compliant.